Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the device was damaged, handle, top trigger and housing. In addition, the device reverse pin was sticking. The device was repaired, maintenance conducted and returned to customer on (B)(4) 2012. The complaint is indeterminate. (B)(6). Placeholder.

Event description:
Device was returned for an unknown reason. During service, technician indicated there was damage to the handle, top trigger and reverse pin was sticking. This is report 1 of 1 for #(B)(4).